Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. During the procedure, the right ventricular (rv) lead sealing ring detached from the lead and remained in the pacemaker header. The rv lead was capped and replaced, and the pacemaker was explanted and replaced on (B)(6) 2025. The patient had no adverse consequences.